Event description:
Follow up reported the patient met with the representative and it was believed "the stimulator was either placed too high on spine, being blocked by scar tissue, or has slipped of their spine." It was noted, the health care professional (hcp) planned to order x-rays and determine the next steps. Patient saw an orthopedic surgeon and had an "x-stop spacer" placed between l4 and l5. This had helped with some of the leg pain but the original pain they had had for years still existed. The patient continued to experience debilitating pain that they had prior to 2003. Further follow up reported the patient had been reprogrammed and there were no impedance issues. It was noted the patient needed some adjustments to the device. The patient had been reprogrammed several times with different settings but was not getting the coverage they had expected.

Event description:
It was reported that the patient experienced a loss of therapeutic effect leading to acute pain in the lower back, calves and thighs. The patient first noticed the pain in late (B)(6) of 2012. In the past program b had worked best for the patient, and he stayed on the same settings for 6-8 months. Recently the patient noticed that setting 3 was at 10.5v and he was not feeling any stimulation sensation. The patient was also unable to make adjustments using the patient programmer. It was reported that the patient was revised and was doing well. It was noted that there was a damaged lead, and the manufacturer representative did not believe there was normal battery depletion. The patient was implanted with a restore sensor and was getting adequate stimulation.

Event description:
It was previously reported that the met with the representative and it was believed "the stimulator was either placed too high on spine, being blocked by scar tissue, or has slipped of their spine." It was noted, the health care professional (hcp) planned to order x-rays and determine the next steps. Patient saw an orthopedic surgeon and had an "x-stop spacer" placed between l4 and l5. This had helped with some of the leg pain but the original pain they had had for years still existed. The patient continued to experience debilitating pain that they had prior to 2003. Also, the patient had been reprogrammed and there were no impedance issues. It was noted, the patient needed some adjustments to the device. The patient had been reprogrammed several times with different settings but was not getting the coverage they had expected. All of this information pertains to a different device. This report is on the patient's old device and the above information depicts the difficulties the patient is having with his new device, post replacement. This information was added in error.

Manufacturer narrative:
(B)(4): lead model 3998, lot# lb3365, implanted: 2003-(B)(6), explanted: 2012-(B)(6); extension model 3708340, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6); extension model 3708340, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2012-(B)(6); programmer model 37742, serial# (B)(4); recharger model 37752, serial# (B)(4).